Manufacturer narrative:
The customer reported problem was not confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: customer reports error code 210.5020 on their 8100. Failure device type: failure problem type: failure mode: case resolution: customer stated they called previously and was told to re-flash the software. Customer was not sure how to set up to flash. After remoting into customers desktop, I walked them through mapping their firmware to systems maintenance. Finally we flashed the unit. Informed customer if re-flashing does not correct the fault, issue is the logic board. If so, recommended sending in for repair. Ended call.